Event description:
Healthcare professional reported left side exchange from textured to smooth implant due to the patient¿s concern of the product, wrinkling, deflation and capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Wrinkling: unable to confirm, as it is a medical event. Not related to the device. Deflation: no observed, openings in the device. Additional observations: yellow particles observed, in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side exchange from textured to smooth implants, due to the patient¿s concern of the product, wrinkling, deflation. And capsular contracture, baker grade unknown. The device was explanted.